Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 500s mg/dl. The customer stated that he had high readings because his cannula was bent. The customer's current blood glucose is in the 300s mg/dl. The customer stated that the pump will not let him have more insulin. The customer was advised of the up arrow for the manual override. No further assistance was needed during time of call.